Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about product box contains another product. According to the customer report it was supposed to contain 29g, but 30g was mixed in.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" there was a mix of product. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about product box contains another product. According to the customer report it was supposed to contain 29g, but 30g was mixed in.